Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 564 mg/dl at the time of incident and 350 mg/dl at the time of call. Customer reported that the alleging insulin pump was possible under delivery. Customer was treated with manual injection. Customer also reported that the insulin pump had no delivery alarm. Customer reported that insulin exits with the manual prime. Customer stated that the drive support cap was normal. Troubleshooting was performed for high blood glucose level, under delivery and no delivery alarm. The device will not be returned for analysis.